Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose was approximately 550 mg/dl; cause was not known. Infusion set was changed to address bg. Customer declined tandem technical support¿s offer to troubleshoot and reportedly, reverted to an alternate method for insulin therapy.